Manufacturer narrative:
Document review: gmk sphere flex fixed tibial insert size 6 - 12 mm right: ref 02.12.0612fr / lot 123228 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. From the data collected and the info received, there are no evidences that the event is device related.

Event description:
Imp ref# (B)(4).